Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that when the pump was first implanted, it was "heaven." In (B)(6) 2016, the patient had a return in back pain. It was stated that the patient did not think the pump was working and he thought the catheter was disconnected and leaking medication into his belly. It was noted that there was bruising over the pump. The patient was having unrelated surgery on l2-l5 on thursday (B)(6) 2016 and they would like to have the catheter checked during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.